Event description:
It was reported that a flogard infusion pump had a damaged fuse. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The alarm log revealed evidence of the reported condition. Device evaluation was performed on site. The visual inspection, power on self test, and battery test were performed. The ac fuse was found to be blown. The fuse was replaced to resolved the issue. If any additional relevant information is received, a supplemental report will be submitted.